Event description:
Rptr was turning control knob on generator & received an electric shock. On 2/2/96, MFR's service & supply company replaced stimulator potential buttons, replaced wire from transformer board to active jack, calibrated generator, & tested & replaced pt cable.